Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. After reviewing the clinical information, it was discussed that the cause of the delivery issues was potentially related to the damaged guidewire; however, there is insufficient evidence to ascertain a definitive cause. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 52-year-old male was implanted with an impella device for mechanical circulatory support. During attempted delivery, it was noted that difficulties were encountered as a result of the guidewire kinking/looping. The pump subsequently kinked at the junction between the motor and catheter shaft resulting in potential damage to the sensor. After a second unsuccessful attempt to deliver the pump, the decision was made to replace the device. The patient was considered to be stable following the event.